Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarms noted during testing or in the insulin pump trace download. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. No unexpected pump error 23 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display, stuck button alert and also had multiple insulin pump error alarm. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. Customer stated the display was not blank less than 30 seconds. Customer stated they did not press a button down for 3 minutes or longer. Customer reported they were able to clear the alarm but not able to rewind the insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.